Event description:
It was reported that a device embolization and explant occurred. A left atrial appendage (laa) closure procedure was successfully completed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45-days post index procedure, it was discovered the closure device had embolized to the descending aorta. The closure device was surgically explanted and the laa was ligated. No patient complications were reported.

Event description:
It was reported that a device embolization and explant occurred. A left atrial appendage (laa) closure procedure was successfully completed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45-days post index procedure, it was discovered the closure device had embolized to the descending aorta. The closure device was surgically explanted and the laa was ligated. No patient complications were reported.

Manufacturer narrative:
Media analysis: procedural media was received and analyzed by a boston scientific medical director. Four (4) still images were provided. Three (3) procedural transesophageal echocardiogram (tee) images showed the deployed watchman closure device in the left atrial appendage. The final image showed the retrieved closure device on an examination table. The images provided were no sufficient to determine whether release criteria had been met during the implantation and potential contributing factors to the closure device embolization.